Event description:
As reported to coloplast, though not verified, the patient with this device experienced mesh erosion and exposed mesh, vaginal bleeding, lower abdominal and back pain, dark brown discharge, cramping, colovaginal fistula, inflammatory changes, erythema in the area, tenderness to touch, dyspareunia, urinary tract infection, hematuria, incomplete bladder emptying, fecal leakage and urine culture positive for e.coli. The mesh was firmly embedded and not able to be removed manually, mesh was ultimately surgically removed. Intraoperative findings noted no fistula present, and mesh was completely free of all bowel.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. Correction: b1: removed product problem.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced mesh erosion and exposed mesh, vaginal bleeding, lower abdominal and back pain, dark brown discharge, cramping, colovaginal fistula, inflammatory changes, erythema in the area, tenderness to touch, dyspareunia, urinary tract infection, hematuria, incomplete bladder emptying, fecal leakage and urine culture positive for e.coli. The mesh was firmly embedded and not able to be removed manually, mesh was ultimately surgically removed. Intraoperative findings noted no fistula present, and mesh was completely free of all bowel. As reported to coloplast, though not verified, the patient with this device additionally experienced dysuria, frequency, goes through two to three pads per day and pelvic pain.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced mesh erosion and exposed mesh, vaginal bleeding, lower abdominal and back pain, dark brown discharge, cramping, colovaginal fistula, inflammatory changes, erythema in the area, tenderness to touch, dyspareunia, urinary tract infection, hematuria, incomplete bladder emptying, fecal leakage and urine culture positive for e.coli. The mesh was firmly embedded and not able to be removed manually, mesh was ultimately surgically removed. Intraoperative findings noted no fistula present, and mesh was completely free of all bowel. As reported to coloplast, though not verified, the patient with this device additionally experienced dysuria, frequency, goes through two to three pads per day and pelvic pain. As reported to coloplast, though not verified, it was additionally reported that the patient experienced bacterial vaginosis.